Event description:
It was reported the gastrointestinal videoscope had incompatible scope error e315. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects, e218 (scope malfunction) occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e218 (scope malfunction) occurs is caused due to component failure and foreign objects root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.